Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box showed an unexplained loss of prime event on (B)(6) 2016 at 16:09; deliveries resumed at 19:30. On (B)(6) 2016 at 01:51 there was unexplained loss of prime event; the alarm was confirmed 6 times and deliveries resumed (B)(6) 2016 at 08:39. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at the end of testing, the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or errors, alarms or warnings during testing. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 395 mg/dl with nausea, vomiting and moderate ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated with IV fluids and other unspecified treatment. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match. The basal history matched the active basal programs settings. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.